Event description:
The customer stated they had smoke coming from the back left side on their integra 400 plus analyzer. The instrument was immediately turned off. They were evacuated by the fire department. Nobody was harmed and no patients were involved. The customer was instructed to remove the reagent packs while the power was off. The field service representative found that the power supply had burned out and he performed instrument checks. On (B)(6) 2012, he replaced the power supply. On power up, he got a resource controller error. On (B)(6) 2012, he found an issue with the resource printed circuit board (pcb). He replaced the pcb, but the problem was not solved. On (B)(6) 2012, he found the power supply was faulty and replaced it. He successfully ran instrument checks. On (B)(6) 2012, he found an issue with the pcb degasser module. He replaced the pcb degasser module and pump. The initialization passed with no errors. The customer ran calibrations and quality controls. All the calibrations passed and all the quality controls were within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The power supply was not returned for investigation however pictures were provided. Based upon the pictures provided, the failure mode is consistent with the fans being blocked or airflow restricted. Smoke was generated due to heat damage on the right planar printed circuit board. All parts and plastics are ul rated accordingly. There was no risk of fire and no one was injured.